Manufacturer narrative:
(B)(4). This complaint for a report of damaged could not be confirmed. The root cause was undetermined.

Event description:
A baxter sales representative contacted corporate product surveillance on (B)(6) 2011. He stated that the home patient's transfer set had come apart during a dwell cycle. The transfer set tubing had come off of the plastic catheter connector. The care giver had reinserted it and called the registered nurse. The patient then had her transfer set changed. The patient was currently on antibiotics as a preventative measure, and a (B)(4) study was done to determine if the patient had any infections. Corporate product surveillance contacted the nurse on (B)(6) 2011. She stated that the patient uses the luer type transfer set, but the specific product code was not known. The lot number was unknown and the sample had been discarded. The patient was continuing therapy, and it has been going well since. The patient had not developed an infection, and no other adverse effects were reported to be caused by this incident. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Information in d1, d4 and the 510k number field in g5 will not be provided in the emdr because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.